Manufacturer narrative:
The event date is estimated. The date of explant is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-03794, 1627487-2020-03795. It was reported that the patient experienced ineffective stimulation. The patient reported not having effective therapy since they were implanted, but did not report to have any reprogramming done. As a result, the patient had system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.